Event description:
The customer reported her blood glucose reached 24.0 mmol/l (432 mg/dl). She went to the hospital where she was treated with an infusion of novorapid, nacl and glucose. She stayed in the hospital for a day before being released. She stated that she is pregnant and she does not believe the pod had anything to do with her hospitalization.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.